Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 34 mg/dl at the time of incident. The customer's blood glucose was 57 mg/dl at the time of hospitalization. The customer's blood glucose was 153 mg/dl at the time of call. The customer stated that they treated the low blood glucose with soda. The customer stated that they were disoriented and going into coma. The customer stated that they were wearing the insulin pump during hospitalization. The customer was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.